Manufacturer narrative:
Medical device type: jka/fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the sleeve was deformed with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber sleeve was deformed.

Event description:
It was reported that prior to use it was discovered that the sleeve was deformed with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: the rubber sleeve was deformed.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for a bead of the epoxy with the incident lot was observed; however, it was within manufacturing specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.